Event description:
Pt had no complaints prior to initiation of dialysis, bp 155/66, p82 and t97.0. Dialysis was initiated but the system clotted and dialysis was restarted on a new dialyzer and bloodlines 30 mins later. Bp 163/56, p72, bfr 350 vp 180, dfr 500 and ufr 1340cc. The dialysis treatment continued without difficulty. Two hrs into the treatment the pt's blood pressure 101/66, bfr 400, df 50 and vp 200. The pt's blood pressure was checked 30 mins later and was 112/51, bfr 400, dfr 500 and vp 200. A nurse was administering medication to another pt and noted that the pt had a blank appearance with mouth open and eyes rolled back. When she approached the pt she found blood spurting out of teh pt's left forearm graft. Both dialysis needles had come out and were on the side table, part of the pt's chair. The tape was still attached to the needles and tape was attached to the bloodlines. Blood was noted on the pt's sweatshirt, side table and chair. The pt was unresponsive. The machine was not alarming and the blood pump was still turning. The nurse instructed the pt care tech to turn off the blood pump of the machine. A new needle was inserted while pressure was applied to bleeding sites. The pt was given saline and the blood in the dialysis system was eventually returned to the pt. No clotting was noted in the venous chamber. Pt responded to initial saline (300cc) administration and bp was 60/42. The pt was given o2 and 700 cc of saline. He was transported to the hosp for further evaluation with bp 103/52. The dialysis machine was evaluated following the event. The preventive maintenance procedures were followed and all systems passed the testing procedures. Device age 9669 hrs.